Event description:
A hospital in (B)(6) reported via a distributor that an rt100 adult breathing circuit heater wire was found to have an open circuit while undergoing set-up check. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: our analysis was based on the event description and results of previous investigations on similar complaints, as the complaint device had not been returned for investigation. Results: heater wires with electrical open circuit heater wire could be due to an intermittent connection between the heater wire pins and the heater wire itself. We could not perform a lot check as no lot info was provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. (B)(4).